Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant procedure, the guidewire could not be inserted through the left ventricular lead. The lead was explanted and replaced. The patient was stable with no consequences.